Event description:
It was reported that when using the bd pyxis¿ medstation¿ es auxiliary, drawer 7 was failed and unable to recover. The customer stated that this malfunction occurred while dispensing the medication which caused a delay to the patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
E.1. Initial reporter facility: (B)(6). A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 10-jul-2007 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that drawer 7 had failed. A field service engineer (fse) removed debris from under pockets. The fse performed a system shutdown, inspected all cables and the retractor band, reseated the row cable, and conducted testing using hardware test application (hta) to verify functionality. The system functioned as intended after the field service engineer repaired the device.